Manufacturer narrative:
This report is being submitted retrospectively as part of internal process improvement actions initiated at walkmed.

Event description:
It was reported that an infusion finished faster/earlier than planned. Caller states no injury.